Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm model#: sc-4316 lot #: 14073779 description: next generation anchor kit sterile the explanted devices were not returned to bsn.

Event description:
A report was received that the patient had tenderness at the ipg site. The patient underwent an explant procedure per physician preference.

Manufacturer narrative:
Additional information was received that the tenderness at the ipg site was due to patient's weight loss.

Event description:
A report was received that the patient had tenderness at the ipg site. The patient underwent an explant procedure per physician preference.